Manufacturer narrative:
Corrected information was provided in b1 (is product problem). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in d1 (brand name). Upon review, it was identified that the section d brand name has now been updated. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Corrected information was provided in h3 (device evaluated by manufacturer?). Upon review, the section h device evaluated by manufacturer? Has now been updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the controller error alarm was a communication anomaly between the optical pressure measuring unit and the main computer.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 60-year-old male patient presenting with cardiomyopathy, with a past medical history significant for coronary artery disease (cad), prior CABG, and renal insufficiency. During support, the console displayed a controller error with a yellow alarm and loss of placement signal on console ic2081. The placement signal subsequently returned, the alarm resolved, and the console was exchanged for another unit without issue. The reported events include controller failure, placement signal issue, device revision or replacement, and hemodynamic instability. The impella 5.5 will be conservatively reported for serious injury due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and hemodynamic support was maintained.

Event description:
Additional information was received indicating that the patient survived at the time of explant.

Manufacturer narrative:
Additional information was provided in b5 (event description). Upon review, it was added due to new information received.